Event description:
The customer reported that the wash station in the robotic handler and the probe dripped fluid on the ortho provue analyzer. Testing was aborted. No erroneous results were reported. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer went to the customer site and determined the wash station was cracked. Replacement of the appropriate components has returned the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident.